Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that echo and x-ray fusion issues occurred during patient use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.